Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported a revision knee surgery was performed due to unspecified reasons. All implants were removed during the surgery.